Event description:
It was reported the patient was ¿having problems¿ with the pump. In the last seven days the patient believed that their pump was flipped and their pain was ¿not being controlled." The patient sits at 90 degrees and the pump sits "forward and it never did that before¿; it started seven days ago. The patient was not sure she was getting medicine. The patient contacted the healthcare provider (hcp) office. The hcp was out of town and there was no back up on call person for the hcp. The patient cannot get in to see the hcp until (B)(6) 2014. The pump was delivering hydromorphone. Additional information reported the pump was not flipped. The patient experienced sleeplessness, crawling out of skin, nausea and vomiting (n/v). ¿no¿ (illegible). The patient was scheduled for a pump myleogram which had not been done yet. Telemetry was done, on schedule on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014-05-05 ((B)(4)/ con) it was reported the patient was having problems with the pump. In the last seven days the patient believed that their pump was flipped and their pain was not being controlled." The patient sits at 90 degrees and the pump sits "forward and it never did that before and it started seven days ago. The patient was not sure she was getting medicine. The patient contacted the healthcare provider (hcp) office. The hcp was out of town and there was no back up on call person for the hcp. The patient cannot get in to see the hcp until (B)(6)2014. The pump was delivering hydromorphone. (B)(6) 2014- (lfc/hcp) additional information reported the pump was not flipped. The patient experienced sleeplessness, crawling out of skin, nausea and vomiting (n/v). (Illegible). The patient was scheduled for a pump myleogram which had not been done yet. Telemetry was done, on schedule on (B)(6) 2014. Allergies penicillin nsaids. Medical history lumbarsacral root lesion left sacroiliitis (B)(6) 2014- ((B)(4)/con); additional information received reported the patient was dissatisfied with their hcp service. It was reported the patient's pump had shifted. The had been evaluated and they had established that the pump was not stitched at the top and they were having problems with getting access to the pump. The hcp had told the patient she did not need to have surgery. The pump was "going down her side" and was causing "immense pain and discomfort under her abdomen". Yesterday, it took them "3x" to access the pump to refill and they had to do fluoroscopy to fill it. It was stated "the pump had shifted and nothing fits at the top". The pump had shifted to "lower and more lateral instead of right upper and lower quad [was] where the pain in". When the patient laid flat on her back, the pump was "pulling more lateral instead of sitting right on top as it had been in the past year". The "right upper and lower quad under the skin" was where the pain was, which was in the vicinity of the pump. On (B)(6) 2014 (lfc/hcp); additional information received reported possible pump movement in pocket; anterior movement, no rotation, possible suture failure. It was noted the patient refused pump myleogram. It was noted the positioning of the device was corrected, but method of correction was not reported. Patient weight loss, increased lower back pain and discomfort at pump site was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).